Event description:
The patient called lifescan and alleged that their meter was set to the incorrect unit of measurement. Medical affairs spoke to the patient and obtained/verified the following information. The patient believes that their meter was set incorrectly for approximately 2 months. They continued to take their oral medications as prescribed. The patient stated that one day they obtained a result of "53 mg/dl" and when to their physicians to have their blood glucose tested. The result was actually 5.3 mmol/l, which converted would be 95 mg/dl. The physician obtained a result of 325 mg/dl on the physician's meter. No treatment was reported. The patient reported no symptoms at the time of testing. The patient stated that the meter was previously set to the correct unit of measurement and they did not make any changes in the set-up mode. There is no evidence, however, that the patient suffered a serious injury. A blood glucose result of 325 mg/dl with no symptoms does not reflect a serious injury. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement. A replacement meter has been sent to the patient.